Event description:
Literature: velasco f, carrillo-ruiz jd, castro g, et al. Motor cortex electrical stimulation applied to patients with complex regional pain syndrome. Pain. 2009; 147(1-3):91-8. Summary: this article presents a study of five pts with complex regional pain syndrome (crps) implanted with motor cortex stimulation (mcs) to assess the efficacy of mcs. The pts were assessed pre-operatively and then post-operatively monthly for a year, and every six months after that. There was also a double-blind maneuver introduced in which stimulators were turned off for 30 days either 30-60 days after implant or 60-90 days after implant. Reportable event: fourteen months after implant the pt suddenly turned to preoperative vas scores. Cortico-cortical evoked responses could not be elicited through stimulation by means of the stimulator, and electrode impedance was >2000 ohms. Increase in pulse intensity to 10.5v had no effect. The doctor presumed a diagnosis of epidural fibrosis around the electrode. The pt was taken back to the operating room and the craniotomy was re-opened. After cleaning a profuse fibrosis around the electrode and repositioning the lead and the cranial flap, stimulation was re-started. The pt's analgesic response returned to its best level (vqas of 1), even when voltage was decreased from 7.0 to 2.5v. Sympathetic changes also disappeared again. It was reported that seven years after implant the pt was improved with a vas of 1-3 and was back to work and using the affected arm normally.